Event description:
Customer reporting 1 false positive sars result on an asymptomatic, female patient. Customer communicated the results were confirmed negative by pcr. This occurred to this one patient 3 weeks in a row. 3rd report of the 3 results.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.